Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported the during the preparation for an abscess drainage procedure, after opening the device packaging the physician noted that the suture used to curve the pigtail portion of the catheter was loose. The procedure was completed with another of the same device. No patient contact was made. No complications were reported and the patient status is stable. However, device analysis revealed the suture was broken.

Manufacturer narrative:
Device evaluated by manufacturer: received one apdl/12 flexima regular catheter device together with metal cannula, trocar needle and original opened pouch/ product label. No residue was present on the device indicating it had not been used. From a visual evaluation, it was found that the suture with stopcock key had broken/detached from the device. The catheter, metal cannula and trocar were intact with no other issues. Examining the catheter device, it was found that the suture was broken/ cut likely near the pigtail section. Analyzing the broken ends of the suture, it appears that the distal end of the metal cannula could have possibly cut/ broke the suture during unpacking/prep or transit handling. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).